Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's first interstim would shock them when they turned it up and did not work. They had it replaced yesterday with a new one. It was not clear which ins patient was referring to, as patient indicated it was their ins first ins from 2016; however, the ins that was replaced yesterday was implanted in 2017. The patient provided contradictory information.